Event description:
It was reported that the patient had went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 535 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sick to there stomach, headaches and ketones being present. The patient was treated with intravenous (IV), electrocardiogram (EKG) on her heart, and just injections of insulin. The patient was in the hospital for five hours . The patient was told to go home and put a new pod on. The old pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.